Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn3924 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "PICC line inserted april 20, documented flushing and locking with PICC access. PICC occluded in both ports as of april 26." No other information was provided.